Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Imaging provided show the core was expanded approximately 4.5mm during the initial surgery. There is no visible gap of expansion in the post-operative image. This indicates that the implant appears to have contracted by the majority of the height it was originally expanded. As the device could not be returned for evaluation, the exact cause of the reported issue could not be determined.

Event description:
It was reported from a globus united kingdom representative, that a foritfy spacer lost height approximately six months post­ operatively. The patient is not experiencing any adverse reaction and no revision is planned.